Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The pump was turned off last month because the medication was going into the soft tissue and not into the spine. The pump was going to be removed next week; however, the catheter was not going to be explanted as it was too dangerous. It was noted that the pump had never worked since implant and the catheter had detached from the spine three times (see manufacturer report #3004209178-2014-21062 for the first time, manufacturer report #3004209178-2014-21065 for the second time, and manufacturer report #3004209178-2014-21068 for the third time.) The device system was used to deliver morphine. The specific symptoms and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).